Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify the reported issue. The root cause of the reported issue was determined to be due to the power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. The device will be scrapped by customer.

Event description:
The customer contacted stryker to report their device would not stay powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.